Event description:
It was reported that the user¿s ilet pump displayed ¿dosing stops soon¿ while no cgm readings were appearing because a new freestyle libre 3 plus sensor had been started in the abbott app rather than in the ilet mobile app, resulting in the sensor being in use by another device; a replacement sensor was then started through the ilet app and successfully paired, restoring glucose display and resolving the alert. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem with the ilet system, and the issue was attributed to improper or incorrect procedure in starting the sensor, with no applicable device component implicated. T was concluded, based on previously established findings for similar reports, that the cause was user error setup and configuration conflict related to concurrent pairing of the freestyle sensor with a non-pump device."